Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/21/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2018, due to the patient stating "seeing powder". It was additionally reported that explant was due to ''fostering sir vacuoles'' on the lens causing dispersion/glistenings. There was no incision enlargement, vitrectomy, or sutures. The lens was replaced with the same model, and same diopter. Reportedly, there was no patient injury. No additional information was provided.